Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 185 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, a cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.